Manufacturer narrative:
Analysis: the device was not returned; therefore, analysis of the actual sample are unable to be performed. A lot history review revealed this is the only complaint associated with a deflation issue for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not returned for analysis. If additional information becomes available, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the health care professional (hcp), utilizing a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly experienced a long deflation time. The health care professional (hcp) used a contralateral approach to gain access to the target lesion in the superficial femoral artery (sfa) through a 6 french introducer sheath and a terumo 035 guide wire. The lutonix dcb was prepared in the normal fashion and the balloon protector was removed without difficulty. The lutonix dcb was advanced without negative pressure being applied through a moderately calcified, non tortuous pathway to treat the target lesion. A boston scientific encore indeflator was used to successfully inflate the lutonix dcb to treat the patient. The hcp attempted to deflate the balloon several times, but the balloon did not respond quickly. Reportedly, the balloon completely deflated after an undisclosed amount of time. The hcp removed the lutonix dcb through the introducer sheath without additional issues. Patient access was maintained throughout the procedure. The lutonix dcb was not returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Changes: the sample has been returned the device has been evaluated. New information: date returned 03/14/2016. (B)(4). Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter. The shaft had two kinks near the proximal end of the strain relief. The balloon was completely deflated. The balloon was wrinkled from proximal end to the middle of the balloon. Functional testing revealed negative pressure could be established. The lutonix dcb was able to be inflated and deflated, using an indeflator. Evaluation could not confirm the allegation of unable to deflate. Conclusion: the actual sample was returned for analysis. The evaluation could not confirm the lutonix dcb was unable to be fully deflated after successfully treating the target lesion. During evaluation, negative pressure was applied and the balloon was able to be fully deflated. Also, the balloon was able to be inflated and deflated properly. It is unknown if additional procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.